Manufacturer narrative:
Results: a pipe cleaner was inserted into the vacuum inlet on the penumbra system aspiration pump max 110v (pump max) and blood was observed inside the pump max. Conclusions: evaluation of the returned devices revealed that the pump max had blood inside. This typically occurs due to improper handling during use. If the aspiration tubing is connected directly to the vacuum inlet rather than the canister supplied by penumbra, blood will likely enter the pump assembly, which may prevent the pump max from functioning properly. Further evaluation of the returned devices revealed no visible damage to the canister. During functional analysis, the pump max power button was depressed and remained depressed without being held down; however, the pump did not produce any vacuum pressure and only the fan was heard. The blood inside the pump max prevented the pump from producing vacuum. The root cause of the green button needing to be manually held down to operate could not be determined. Penumbra pumps are 100% functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110v (pump max). During preparation for the procedure, while testing the pump max, it was found that the pump max was only able to operate if the green power button was manually held down. Therefore, the procedure was successfully completed using the same pump max, with the green button being held down manually and continuously. There was no report of an adverse effect to the patient.